Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the plunger was removed with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, two proglide devices were also used on the left side to close. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.